Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 434 mg/dl which she treated with the insulin pump. The customer requested assistance with changing the settings and asked if the numbers were coherent. The customer was assisted with locating the sensitivity settings and was advised to contact the doctor to verify the settings are accurate. Troubleshooting was declined. The device will not be returned for analysis.